Event description:
It was reported that the lead was dislodged. The lead was removed when an attempt to reposition was unsuccessful.

Manufacturer narrative:
No medwatch form was received. The lead exhibited normal electrical characteristics. Blood in the helix caused inability to extend the helix. The distal coil wires were twisted as a result of overtorque near the connector pin. After cleaning, the helix could be extended and retracted from a short length of the lead. No defects in materials or workmanship were noted.